Event description:
Reported as: "rupture of the port".

Manufacturer narrative:
Taper I. Allergan has received the product; however, the connector type has not been positively identified due to damage to the connector and analysis has been completed at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper I. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."